Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have one bent grip at the base, causing misalignment of the grips. This contributes to instrument inability to be removed from trocar. The grips do not show cracking damage. Components adjacent to this bent grip do not show damage. The complaint was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete. A follow-up MDR will be submitted once the product is evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted endometriosis resection surgical procedure, the 8mm force bipolar instrument was unable to be removed from the trocar. It became stuck and the entire trocar with the instrument needed to be removed from the patient. The procedure was completed with no reported injury.